Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was walking around her kitchen when she felt dizzy and passed out. At the time of the event the reading from her cgm was 289 and the fs 45 mg/dl. Her daughter and wife woke her up. Patient stated that they decided not to go the hospital, her daughter and wife gave her orange juice and ate a small snack to raise her glucose level. Patient stated no oral medication; no insulin injection was administered. After what happened patient was able to recover. Patient was doing fine during the call. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.